Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.

Event description:
It was reported that the wake button was unresponsive. Additionally, the pump screen was timing out faster than expected. There was no reported impact to the customer¿s blood glucose. Reportedly the customer declined troubleshooting and continued to use the pump for insulin therapy.